Manufacturer narrative:
A revision procedure was performed on (B)(6) 2019. As per the reporter, the broken screws will not be returning for evaluation.

Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time. No product returned as it is in-situ.

Event description:
Information was received that a revision procedure will be performed. As per reporter, during an x-ray examination it was realized there was a screw breakage of both proximal proximal screws on the lateral aspect. Per the surgeon, the patient did not experience an accident.